Event description:
The system was under maintenance by a siemens service engineer. When performing test measurements with phantoms, the service engineer recognized dense smoke in the magnet room. The fire brigade arrived and after the magnet quenched, they entered the room. No pts or clinic personnel were involved when the incident occurred. No person was injured. However, the room was heavily polluted with smut. This was a result of the smoke. This event occurred in (B)(6).

Manufacturer narrative:
(B)(6).